Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was reprogrammed and will be monitored.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead implant: date: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a rise in right ventricular (rv) lead thresholds. The lead remains in use. No patient complications have been reported as a result of this event.